Manufacturer narrative:
(B)(4). Medical product: catalog #: 110031399, mini humeral tray standard thickness, lot # 64879831. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-01416.

Event description:
It was reported the patient underwent an initial shoulder procedure approximately 6 months ago. Subsequently, the patient was revised due to disassociation two months later. Then, the patient was revised again another 3 months later due to dislocation. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). D10 - medical product: catalog #: 110030776, cr 40mm glenosphere std cocr, lot # 64722602. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-01981.

Event description:
No further event information available at the time of this report.